Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one certain® low profile one-piece abutment 3.4mm(d) x 4mm(h) (ilpc344u) was returned for investigation. Visual evaluation of the as returned product identified that abutment screw fractured at the threads. Functional testing could not be performed since the device was fractured. Device history record (DHR) review was completed for the subject lot number 2018032207. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2018032207) was performed for similar event using keyword category fracture screw and no other similar complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Expiration date unknown / not provided.

Event description:
The doctor reports that while he was screwing the abutment, it has broken and confirms that another abutment has been used to complete the dental surgical procedure. The affected dental position is #32. The doctor also confirms that the patient did not suffer any kind of impact with his health.